Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise could not be conclusively determined. (B)(4).

Event description:
An alert was received that the sensing amplitude was low and noise episodes were noted on the right ventricular lead. An x-ray was performed and the lead was noted to be dislodged. The lead was explanted and replaced and the patient was stable.